Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient experienced quite a bit of fluctuation with coupling bars depending on if they moved when charging the ins sometime in (B)(6) 2017. The caller also stated that sometimes they would keep the insr (ins recharger) antenna on them for a while because sometimes they didn't get amount of bars they were looking for. There were a few days after the surgery that it has hard to get the connection due to fluid build-up from surgery, but they noted it has always been a little up and down. It was also reported the "thing" reads differently every time they put it on them, it was a different fluctuation with the frequency of how it hooked up to contacting at the point from the antenna. They assumed that right after surgery they would be fully charged but they didn't understand what was considered a full charge. Caller went on to say that it was difficult to know when the ins was fully charged and the device was so stupid the way it was designed doesn't make sense. They were concerned that the staff was not having the patient charge the ins for long enough. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the coupling/connection issue and the frequency fluctuation was due to the fact that the patient just had surgery and post-op swelling affected recharging. The cause of the fluid build up was attributed to the surgery to replace battery. The issue was reported to be improved, but staff at facility need to check during recharging to be certain it was a good placement. The fluid build-up was reported to be resolved.